Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098035. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The patient developed inflammation, itchiness and red welts under the patch which resulted in scars. The sensor insertion site and date were not provided. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.